Event description:
During placement of a cotton-leung biliary stent it was noted the stent migrated. The stent was removed and replaced with another one successfully. Procedure time was delayed due to the incident; however, the pt rec'd no injury. No further info is available.